Manufacturer narrative:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device shuts down during intubation and has been reported under (B)(4). The complaint was escalated for technical investigation and observed that the device disables the ECG and temperature after booting. This complaint was created to address the issue with ECG and temperature after booting. Pcb replaced to correct the issue. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The investigation concludes that no further action is required at this time.

Event description:
The customer initially reported as premature shutdown during intubation. During the investigation of the device it was found that the device disables the ECG .

Manufacturer narrative:
Report type updated to product problem. As the device was out of service at the time of the event there was no patient involvement, therefore no patient or user health consequences or impact occurred. Description and investigation results updated.

Event description:
This report is based on information provided by a bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that while the device was at bench for analysis, it was discovered that the unit disabled the ECG after booting. As the device was out of service at the time of the event there was no patient involvement, therefore no patient or user health consequences or impact occurred.